Event description:
It was reported that a patient experienced two inguinal hernias coincident with peritoneal dialysis therapy. The cause of the hernias was unknown. It was not reported if the patient was hospitalized for the event. It was unknown if the hernias were present prior to the start of peritoneal dialysis therapy. It was unknown if the hernias had worsened due to peritoneal dialysis therapy. The patient was scheduled to have one hernia repair surgery seventeen days after diagnosis and to have the second hernia repair at a later unreported date. At the time of this report, the patient had not yet recovered from the hernias. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.